Manufacturer narrative:
Result: cracked siderail panels. Damaged footboard modules.

Event description:
It was reported by service report that the head-end right siderail panels were damaged and the footboard modules were also damaged. It is unknown if there was patient involvement or adverse consequences to report.